Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occured upon insertion of the enroute 0.014" guidewire. The physician placed an unplanned additional stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.